Manufacturer narrative:
Device evaluated by MFR. Synergy xd mr us 4.00 x 48mm stent delivery system was returned for analysis. Visual and tactile inspection found no issues with the hypotube shaft and no issues with the outer / mid-shaft sections or the inner lumen of the device. Visual/tactile and microscopic analysis revealed the stent struts from the mid-section, were stretched and pulled over distal balloon cone and bumper tip. Balloon cones were reviewed via microscopic analysis, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. Dimensional analysis measured the undamaged crimped stent outer diameter, and the result is within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
It was reported that the stent dislodged outside the patient. During preparation, a 4.00 x 48mm synergy xd drug-eluting stent was advanced to treat the lesion. However, upon opening the package, the stent came off the balloon and was damaged. The procedure was completed with another of the same device without any patient complications.

Event description:
It was reported that the stent dislodged outside the patient. During preparation, a 4.00 x 48mm synergy xd drug-eluting stent was advanced to treat the lesion. However, upon opening the package, the stent came off the balloon and was damaged. The procedure was completed with another of the same device without any patient complications.